Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the device was removed. No further complications were noted or anticipated

Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va1muxu, implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-dec-2021, UDI#: (B)(4). Patient code (B)(4) , eval code method , eval code-result , and eval code-conclusion apply to interstim and lead. Device code (B)(4) applies to lead (lot#va1muxu) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they've been having issues since the day of surgery and they have problems going to the bathroom; this started about 7 weeks after implant surgery. They also said they were "back in the same boat" to where their symptoms returned to before receiving the implant. They were also told to adjust stimulation by their healthcare provider (hcp) but they are currently catheterizing themselves 3-4 times a day. They also reported having issues with their kidneys. When asked for an event date, the patient said they also had back pain; they guess they've been having back pain for a month to month and a half now. The hcp sent them to get a CT scan on (B)(6) 2018. Patient said the nurse practitioner (np) told the patient that their kidney production was low. The patient also reported increasing stimulation from 0.6v to 1 "point something." They also said stimulation is slightly uncomfortable when laying down a nd noted it was uncomfortable now. They mentioned it "feels like jolting". When asked for an event date, the patient said it has been occurring for at least two weeks. Patient said that they have become really sore to the touch at the ins site. They noted that the site is not infected and the incision healed up, but all around the incision site is sore for the patient. When asked for an event date, the patient said they noticed this for a week now. The patient also said the middle incision is healed up, but they feel the wire is protruding from their skin; they asked if this was to be expected. They are not to the point where they are ready for the system to come out, but they are having issues with their hcp so a listing was sent to them. When asked for an event date, the patient said it has been like that for about a week and a half. The patient spoke with their np at the hcp's office who instructed them to call the manufacturing company. The patient has tried programs 1, 2, and 3, but they are still not seeing therapeutic benefit. They would like to try program 4, but they saw the low battery screen on their pp. They further said they will need to get new batteries and put them into their pp before switching to program 4. It was reviewed with the patient that the manufacturing company does not anticipate a patient to feel their wire protruding against their skin. It was recommended to follow-up with the hcp to get the implant checked in person. No troubleshooting could occur due to lack of access to product. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who's had to suffer the major health issues they've had. Patient added they've had complications between the implant date and now they've been really sick; they are trying to figure out what was wrong. Patient further added they went to a kidney healthcare provider (hcp) (to address the issues previously reported) who then referred them to a new urologist. Patient saw the new hcp to address the pain. Patient said the pain first started in their back and then progressed to the implant site/incision site. They added their implanting hcp wasn't sure where the pain was coming from and said they should have been over the post-op surgical pain. The patient said the situation was that their bigger incision became infected three weeks after surgery. They added their implanting hcp gave them antibiotics for a hole that had developed over the incision area three weeks post-op after the incision infection worsened. The new hcp told the patient that they have to remove the ins. The patient lastly said they have to make a decision and determine if they want to get another implant to address their bladder disease (i.e. The reason for implant). No further patient complications have been reported as a result of this event.